Manufacturer narrative:
(B)(6). An event regarding contamination found in the outer powder pouch involving simplex bone cement was reported. The event was confirmed. The product was not implanted. -device evaluation and results: visual inspection of the returned pouch was performed. The outer pouch was returned opened. Black specs were evident on the inside of the opened tyvek flap of the pouch. Part of the end seal on the opening flap end was opened as part of the visual inspection. There are no specs located inside the seal section when it was peeled open, there is a distinctive line where the specs stop at the seal. This indicates that the specs were introduced after the seal was created. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: visual inspection of the returned pouch was performed. The outer pouch was returned opened. Black specs were evident on the inside of the opened tyvek flap of the pouch. Part of the end seal on the opening flap end was opened as part of the visual inspection. There are no specs located inside the seal section when it was peeled open, there is a distinctive line where the specs stop at the seal. This indicates that the specs were introduced after the seal was created. Ncr/CAPA was issued for contamination within the outer powder pouch.

Event description:
It was reported that during primary left knee surgery, upon inspection, the nurse found a black substance inside the sterile portion of the package. Surgeon ended up using a different simplex cement package and completed surgery without any delays.

Event description:
It was reported that during primary left knee surgery, upon inspection, the nurse found a black substance inside the sterile portion of the package. Surgeon ended up using a different simplex cement package and completed surgery without any delays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.